Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. An investigation was conducted on 10/11/2019. Sigs of clinical use and no evidence of blood was observed. Both of the connectors was observed to detached from the cord. The detached connectors were returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, end of hemopro2 extension cable is broken. It won't attach to device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, end of hemopro2 extension cable is broken. It won't attach to device. A replacement device was used to complete the procedure. No patient involvement.